Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging an unusual issue with the subject meter. The user continually got a message asking them to re-test with a new test strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.